Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The reported blood glucose reading was 600 mg/dl. The customer stated that she took too much of a certain medication, which contributed to her high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the bonus wizard settings were not programmed correctly. The customer declined further troubleshooting, and stated she would be calling her doctor for the correct settings. Nothing further was reported.